Manufacturer narrative:
D4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a0501 captures the reportable event of balloon detachment. Imdrf device code a0501 captures the reportable event of ro marker band detachment. Imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, there was difficulty deflating the balloon for removal from the scope. As deflation was attempted, the balloon started to separate from the catheter and could not be withdrawn through the scope. To address this, the technician cut the balloon at the point where it was detaching, specifically at the black marker on the catheter (ro marker band). It was also noted that the ro marker band of the catheter detached into the scope. No pieces of the balloon or part of the device detached inside the patient. The procedure was completed with the original device and was reported to have been prolonged due to device exchange. Additional information regarding how long the procedure was extended was unable to be obtained and was reported to be unknown. There were no patient complications reported as a result of this event.